Event description:
It was reported that a sensor issue occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient's spouse reported that the patient experienced a hypoglycemic event while using the dexcom g6 cgm system. According to the reporter, at approximately 8:00 am on (B)(6) 2024, the patient's cgm delivered a low alert, and the reporter responded by giving the patient some honey. However, right after that, the patient fainted. There was no allegation of inaccuracies. The reporter then called for an ambulance. Before the ambulance arrived, the reporter measured the patient's blood glucose meter value which reported read 34 mg/dl. Then, when the paramedics arrived, they performed another fingerstick measurement which at that point read 26 mg/dl. The patient was then transported to the hospital and his sensor reportedly failed on the way there. At the hospital, the patient was treated with an IV infusion (33% glucose) as well as a syringe (contents unspecified). The patient was released after an hour and a half and was doing well at the time of contact the following day. The patient has reportedly been undergoing dialysis treatments since (B)(6) 2023, which dexcom considers off-label use for cgm users. Dexcom technical support educated the reporter on this contraindication. Data was provided for investigation. A review of performance data shows the patient had been experiencing sensor error for about one hour the night before the incident on (B)(6) 2024. The last estimated glucose value (egv) the patient had received prior to this was a reading of 282 mg/dl at 11:12 pm. At 12:05 am on (B)(6) 2024, the patient received a no readings alert with full volume, which was acknowledged a minute later. The patient then entered a period of signal loss at 12:10 am which lasted until 3:35 am, at which point the patient began experiencing interchanging periods of sensor error and signal loss. The availability of backfilled data shows that the patient's egvs ranged between 326 and 383 mg/dl from 3:10 to 3:30 am. Additional backfilled data shows that the patient's egvs read high (greater than 400 mg/dl) from 4:25 am to 4:35 am. The patient's sensor then failed at 5:00 am. At 6:04 am, the patient entered another calibration of 450 mg/dl. The patient received a sensor failed alert with full volume at 6:05 am, which was acknowledged a minute later. At 7:15 am, the patient attempted to start a new sensor session and entered another calibration of 450 mg/dl during warm-up at 7:42 am. At 7:50 am, the patient's sensor failed due to a restarts error and the patient received a sensor failed due to restart alert at full volume. This alert was acknowledged a minute later. The patient entered a final calibration at 8:29 am, again with a value of 450 mg/dl. The patient did not begin a new sensor session until several days later on (B)(6) 2024. The reported complaint is undetermined per data investigation. Although data shows that the patient's sensor had failed prior to the alleged time of the incident at 8:00 am, the patient had acknowledged the sensor failed alert hours earlier and was aware that he was no longer in an active sensor session. Additionally, the patient's egvs as well as his own calibrations indicated that the patient experiencing hyperglycemia as opposed to the alleged hypoglycemia. The root cause of the alleged complaint could not be determined. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 9/24/2024.